Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds and loss of capture at max output during in-office testing, while the implantable cardioverter defibrillator (ICD) capture management reported the thresholds were with-in normal limits for the patient. A cardiac x-ray was suggested, but the physician chose not to conduct an x-ray at this time. Physician chose to leave the lead reprogrammed at the max outputs and the patient will be reevaluated after a prescribed course of steroids. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was further reported that addition information indicates the patient's right ventricular (rv) lead has dislodged. Patient chose to have the implantable cardioverter defibrillator (ICD) and rv lead removed instead of a lead revision. The ICD system was removed and no replacement devices were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.